Event description:
It was reported that prior to use the rubber stopper disconnected from plunger with a bd syringe 1ml ls 200 s/c. The following information was provided by the initial reporter: for the patient's botox, rn-a and reporter, were drawing up the botox for the first patient of the day. The syringe malfunctioned and the black rubber part of the plunger became disconnected from the white plastic piece. The white plastic piece fell out of the end of the syringe causing the botox being pulled up to spill out of the syringe onto the desk. The syringe was bagged and brought to nurse manager.

Manufacturer narrative:
H.6. Investigation: two photos and one loose 1ml syringe were received and evaluated. It was observed the stopper was in the syringe was at the bottom out position, and the plunger rod was loose outside of the syringe. It appeared the tip of the plunger rod was broken off inside the stopper, which was rejectable per product specification. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9270303 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The potential root cause for the broken plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9270303 is considered in compliance with our product specification requirements.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the rubber stopper disconnected from plunger with a bd syringe 1ml ls 200 s/c. The following information was provided by the initial reporter: for the patient's botox, rn-a and reporter, were drawing up the botox for the first patient of the day. The syringe malfunctioned and the black rubber part of the plunger became disconnected from the white plastic piece. The white plastic piece fell out of the end of the syringe causing the botox being pulled up to spill out of the syringe onto the desk. The syringe was bagged and brought to nurse manager.